Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 (date returned), h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause of the issue could not be determined. However, it is likely the reported issue occurred due to repeated insertion and withdrawal of brush should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had multiple hanging fibers inside inner channel. The event occurred at reprocessing. There were no reports of patient involvement.